Event description:
It was reported that the patient was being referred for pocket revision surgery due to migration. Information was then received that the patient wanted the device to be explanted and did not want a replacement. The patient wanted the generator removed as he works for (B)(6) and the device caused pain when lifting boxes. The patient¿s generator and lead were explanted. The devices have not been returned to livanova as the devices are discarded after surgery. No additional information has been received to date.